Manufacturer narrative:
D9: product received date (B)(6) 2024. H3: one device was returned for repair. Event history log showed cassette error. There was no relevant service history. Visual and functional testing was performed. Unable to confirm complaint ¿cassette not attached properly¿. Performed cassette verification testing and was unable to replicate issue. Installed newest software and device passed post repair verification testing.

Event description:
It was reported that the device stated "cassette not attached properly. Reattach cassette." There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.